Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates france through the retavi registry, a 76-year-old patient with nyha ii heart failure who had previously received a 29 mm sapien 3 valve in the aortic position, underwent a valve-in-valve transcatheter aortic valve replacement (tavr) via transfemoral access, 4 years and 2 months after the initial implantation. The intervention was indicated due to severe stenosis (av mean gradient 50 mmhg) caused by structural valve deterioration (stage 3), with leaflet fibrosis and calcification. A new 26 mm sapien 3 ultra valve was successfully implanted within the existing edwards transcatheter heart valve.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remained implanted. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on evaluation of provided medical records. Available information suggests that patient factors (diabetes mellitus) likely contributed to the event as per provided medical records patient presented diabetes mellitus type ii with need of medication. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.